Manufacturer narrative:
(B)(4). (B)(6). This product is manufactured by zimmer biomet and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under PMA number p020016. Customer has indicated that the product will not be returned to zimmer biomet for investigation because it remains implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that seven years after the patient was implanted with the patient matched -temporomandibular joint (pm-tmj) implant, the patient complained of increased pain and limited maximum intercisal opening/ distance (mio). Exploratory surgery was performed and the surgeon did not find any apparent reason to explain the patient's symptoms. The implant was not removed. The event was stated to not be the result of a device failure. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(6).

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event is considered confirmed as it is reported there was an exploratory procedure. Visual inspection and functional testing could not be performed due to the products not being returned as they remain implanted. The reason for the exploratory surgery was cited as being secondary to pain, while no cause was found from the exploratory surgery. There was no alleged malfunction of the implants and no removal of the implants. The manufacturing history was reviewed and no non-conformance was identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).